Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device; if the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required; the novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported the physician attempted to perform a novasure endometrial ablation on (B)(6) 2017 and received an unsuccessful cavity integrity assessment (cia) test. The physician then removed the disposable device and attempted again using a second device, but was unable to seat the electrode array. It was at this time the physician "found a perforation in the uterus". The procedure was aborted and the patient went to recovery. Dilatation was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Second device: lot# 16l14r-12/14/2017, (B)(4). On (B)(6) 2016.